Event description:
Patient presented to the physician with pain at the ipg site. Upon examination, it was observed that the ipg appeared to have migrated downward. Physician brought the patient into the operating room, explanted the ipg and sensing lead, created a new pocket superior to the original location, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.